Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope had air/water flow issues. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that unidentified, black-colored foreign material was clogging the nozzle that could not be removed. This finding was due to insufficient cleaning or handling of the scope. Additionally, it was observed that the hose of the nozzle was slightly deformed. This finding was likely due to a third party that might have tried to remove the blockage but was unable to do so. This additional finding was likely due to user handling or mishandling. Upon further inspection, it was observed that there was air leakage underneath the adhesive of the bending section cover. It was also observed that the light guide rod lens (1x) was cracked. It was observed that the glue of the charge-coupled device cover lens was discolored. It was also observed that the rubber, adhesive and the thread winding were replaced, and the connecting tube unit had been modified. It was observed that the universal cord had been replaced. It was also observed that the rubber of switch button one had wear and tear. It was observed that the biopsy channel had wear and tear. As a result, the biopsy channel was replaced as preventative maintenance. It was also observed that the angulations were out of specification. Lastly, it was recommended that the charge-coupled device unit be replaced due to charge-coupled device sensor aging effects and due to the various major repairs that have been done to this part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.